Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent cartridge alarms (cartridge alarm 19) occurred during loading of the cartridge. Blood glucose (bg) was over 500 mg/dl and insulin injections were administered to address the bg. The customer had insulin injections as an alternate insulin therapy.

Manufacturer narrative:
Corrected data: adverse event box unchecked,other serious box unchecked, (B)(4).

Event description:
There was no reported impact to blood glucose.